Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room by emergency medical services due to continuous glucose monitor readings ranging between 487mg/dl to "high"; cause was unknown. No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.